Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a cubie failed to open. The field service engineer replaced the cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1 initial reporter facility:(B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer cubie failure, unable to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.